Event description:
Needle broken [needle issue]. Stress [stress]. Complaining about pain [injection site pain]. Case description: the incident does not represent a serious public health threat. Classification of incident: unanticipate serious deterioration in state of health. This spontaneous case was reported from (B)(6) by a consumer as "needle broken" and "stress and pain". It concerns a (B)(6) male pt using a novofine (30g) needle and a novopen 4 from an unk date due to device therapy for type 2 diabetes mellitus. Pt's height: not reported. Medical history includes type 2 diabetes mellitus. On (B)(6) 2010, the pt could not remove the needle which was stuck inside the body during making an injection of insulin into the left thigh below groin. He went to the hosp to have it removed surgically however it was not possible to remove the needle. On an unk date the pt went to the hosp again, complaining about pain, but the surgeon decided not to remove the needle due to minimal health discomfort, the deep location and the small size of the foreign body. The pt claims that due to a defective batch of pens, he was exposed to stress and pain. It is not reported if the pt has recovered from the event. It is unk is samples will be returned.

Manufacturer narrative:
Company comment: novofine needles are specially designed to be used with novo nordisk delivery systems. In this case, the pt experienced a needle break off in skin. However, it is unk whether or not the pt has been trained in the use of novo nordisk pen, or the needle stored and handled according to instructions for use in the leaflet by novo nordisk. Novo nordisk has recommended that the pt's doctor, diabetes education nurse or pharmacist should have shown the pt about how to use flexpen and novofine. Any deviations from the instruction manual recommended by novo nordisk may cause the damage of medical device; as a consequence this can result in the potential injury to the pt.